Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system which was followed by dark display. The customer's blood glucose was 230 mg/dl at the time of incident. The customer changed the battery of the insulin pump after receiving the alarm and the display screen went dark and it started counting numbers. No tests were performed due to dark display. Troubleshooting was not performed and the device will return for analysis.

Manufacturer narrative:
Insulin pump failed to power up due to corroded battery tube compartment noted. Unable to verify a33 error or missing segment.